Event description:
It was reported that a spectrum pump alarm for a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.